Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The hub was damaged and slid out of the body. The reported condition was confirmed. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The in structions for use(IFU) cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. No corrective action is required, because no trend has been identified. The additional findings did not contribute to the reported condition. The investigation found the hub was damaged and slid out of the body. No pieces were missing. All pieces were still attached. The damage to the hub is indicative of the shaft being flexed too far. The investigation identified the root cause of the additional findings to be user error. The IFU states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device¿s knife did not advance. The device did not allow cutting, then the device was dismantled. There was no patient injury reported. A video was received showing the device had a loose shaft from its handle. Initial investigation found that the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife.